Event description:
The patient was turned on left side to be put on the mat for the bedscale. The left upper side rail fell backward with the patients forearm caught in the siderail. X-rays revealed that patient suffered a fracture of the left radius.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: material degradation/deterioration. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, device temporarily removed from service. The device was not destroyed/disposed of.